Event description:
It was reported that a patient underwent a revision surgery approximately 2 years post-op to have rods and screws removed from l3-4 due to an injury suffered.

Manufacturer narrative:
(B) (4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional product information.